Manufacturer narrative:
Customer returned (6) open 5mm, 31g pen needles without the tear drop label. Customer states that when he was attaching the pen needle to insulin pen, the needle broke off the patient end. All returned pen needles were examined and no broken patient end of the cannula was observed. Unable to perform DHR check due to unknown lot number for needle breaks off during use.

Event description:
It was reported that the bd ultra-fine short insulin pen needle broke off while attaching it to the insulin pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ short insulin pen needle broke off while attaching it to the insulin pen.